Event description:
The consumer alleges that while getting up on their feet to disembark the flight, they were alarmed to find that the xpo 100 concentrator would no longer operate although an extra battery remained charged and plugged in.

Manufacturer narrative:
No RMA initiated for this event. Model number xpo1b-EU serial number/date code (B)(4) is approximately 2 years and 10 months of age. The user manual part number 1148112 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warning, cautions, and instruction for safely using the device. The consumer's medical condition is cryptogenic fibrosing alveolitis of the lungs. The consumer's stability, and medication regimen are unknown. The consumer's age, weight, and height are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that due to the medical condition they were required to produce a "fitness to fly certificate" and to carry personal, self-administered portable oxygen concentrator equipment approved by the carrier - in this case (B)(4 ) required their own approval form to be completed by the consumer's lung specialist at (B)(6). The consumer's lung specialist and (B)(4) stated that the consumer would require 4lpm of oxygen when flying at 38,000-39,000 feet cruising height. The consumer alleges that (B)(4) medical unit in (B)(4) also required that they carry eight (8) additional fully charged spare batteries. The consular alleges the "fitness to fly" test included: simulated lung function tests at ground level and at cruising altitudes - blood oxygen and co2 tests, plus ECG tests. The consumer alleges that during the flight with the "setting 4", the machine would only produce 84-86 percent oxygen as indicated by the pulse/oximeter. The consumer alleges they needed 90% oxygen during the flight and that "setting 5" gave no improvement. At the end of the flight, the consumer alleges that when disembarking the plane, the xpo 100 concentrator would no longer operate although the extra battery remained charged and plugged in. The consumer alleges that the internal battery of the xpo 100 had completely discharged although the extra battery remained charged. The device was repaired at a facility in (B)(4) and not returned for evaluation.